Event description:
Caller reported a cgm error. There was no adverse impact to the customer¿s blood glucose level. The customer received complete pump reset information from technical support and successfully reset the pump, after which the error no longer appeared, allowing them to start their sensor session successfully.